Manufacturer narrative:
Report date: 05feb2019. Date rec'd by MFR: 04feb2019. A user interface touchscreen assembly was returned to philips for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the resistance ratio being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 26nov2018. The service engineer (se) inspected the device. The se replaced the touchscreen assembly and the ventilator passed all testing.

Event description:
It was reported that the ventilator touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.